Event description:
It was reported that the patient appropriately received anti-tachycardia pacing (atp) from the implantable cardioverter defibrillator (ICD) for ventricular arrhythmia; however, the atp accelerated the patient into ventricular fibrillation (vf). The ICD then delivered a series of shocks as programmed. The vf converted on the seventh shock. The patient was hospitalized due to the event. The physician suspected that the shocks did not immediately convert the patient due to the patient's existing condition (hypertrophic cardiomyopathy with high thresholds). An x-ray was performed and showed no evidence of lead malfunction. The physician wanted to perform additional defibrillation testing as the patient had high thresholds; however, declined and wanted to continue to follow-up with her normal cardiologist. It was planned to continue to monitor the patient. The ICD remains implanted and in service and no additional adverse patient effects were reported.